Event description:
It was reported that a signal loss occurred. The complaint states that signal loss was reported. Data was provided for investigation. The allegation was confirmed via data as a signal loss over an hour. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).